Event description:
Boston scientific crm received information that during a generator changeout procedure, increased pacing impedances were observed on this right ventricular (rv) lead around 1700 ohms. It was stated that the lead had good sensing and thresholds. It was noted that the sealing ring portion of the lead between the ring and the tip on the terminal pin was loose. The physician opted to surgically capped the pace/sense portion of the lead and place a new pace/sense lead. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the shocking portion of this product remains in-service. No futher information is available at this time.